Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went into backup operation with disabled high voltage therapy due to the patient undergoing magnetic resonance imaging (MRI) procedure without the device being put into MRI mode. Programming changes were made to reset the device. The patient was stable throughout.